Event description:
Customer called regarding receiving a no delivery alarm and two motor error alarms. Customer will call back due to not being able to hear representative on the phone. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.